Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 24. Warnings: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands; clean the insulin vial with an alcohol prep swab; clean the infusion site with soap and water or an alcohol prep swab; keep sterile materials away from any possible germs. Changing your pod: chapter 3 / page 34. Warnings: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes: chapter 11 / page 115. Infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged; signs of infection, such as pain, swelling, redness, discharge or heat. Warnings: if you suspect an infection, immediately remove the pod and apply a new pod in a different location. Then call your healthcare provider. If you see blood in your cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours (arm). The patient went to a routine doctor's visit and was prescribed clindamycin. The diagnosis was unclear but the patient did state that it was an infection. As treatment, a new pod was applied. The old pod was discarded. The patient's blood glucose (bg) was slightly elevated (exact bg was not provided).